Event description:
Philips received a complaint from the customer on the v200 ventilator indicating that a volume control ventilation (vcv) mode error occurred several times. The device was in use on a patient at the time of the reported issue being discovered; however, there was no harm to the patient or user. The patient was moved to another device for procedure.

Manufacturer narrative:
Philips received a complaint by the customer on the v200 indicating that a volume control ventilation (vcv) mode error occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a vcv mode error occurred. Per good faith effort (gfe), repair was not provided as the v200 is end of life (eol) and support is no longer offered. Repair was not provided as the v200 is eol and support is no longer offered. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips received a complaint by the customer on the v200 indicating that a volume control ventilation (vcv) mode error occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a vcv mode error occurred. Per good faith effort (gfe), repair was not provided as the v200 is end of life (eol) and support is no longer offered. Repair was not provided as the v200 is eol and support is no longer offered. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.